Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated that this lead was not extending or retracting properly after a couple repositions.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.